Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device/tracheal staple could not be fired and affected the patient's clipping on the trachea. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device/tracheal staple could not be fired and affected the patient's clipping on the trachea. Another device was used to complete the case.